Manufacturer narrative:
The customer requested that a philips field service engineer (fse) be dispatched to the customer site. Upon evaluation of the device, the reported issue was confirmed and the cause was traced to a faulty ac power module. Based on the conclusion of the investigation, it was determined that this was a malfunction of the ac power module. The customer declined replacement as the device was out of warranty. The device remains at the customer site. There is no indication of a systemic problem. No further investigation or action is warranted.

Event description:
It was reported to philips that the device cannot start up. There was no patient involvement.